Event description:
Electrical power cord was being placed under greenlight fiber by rn. Rn very slightly touched greenlight fiber with right forearm. Greenlight fiber immediately became disconnected from machine connector. Flames shot out from machine connector. Laser tech immediately shut off machine manually. Company was called to discuss issue. Laser and fiber are properly of another facility. Company rep to send fiber in to qa at headquarters.